Manufacturer narrative:
The device was returned to livanova deutschland for further investigation. During the evaluation the reported issue could be confirmed. The investigation determined that the loss of the cooling performance was due to a hole inside the evaporator, thus water entered the refrigeration circuit. This situation caused a damage of the cooling compressor. Corrective actions are in progress for this issue.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) requested the device back for further investigation. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4). Received a report that a heater-cooler system 3t had a gas leak and is not cooling anymore during in-service. There was no patient involvement.